Manufacturer narrative:
The field service engineer determined that the rinse tubing was failing. The tubing was replaced. Controls passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 and ureal urea/bun on a cobas 8000 c 701 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 4.46 mg/dl and it repeated as 9.28 mg/dl. The sample initially resulted in a bun value of 6.1 mmol/l and it repeated as 18.09 mmol/l. The repeat values were deemed correct.